Event description:
It was reported to boston scientific corporation that a patient underwent placement of an obtryx halo device (age and weight of patient are unknown). Three months after the placement, the patient experienced persistent pain in the back of the leg and the buttock areas on one side. Nothing has helped relieve her symptoms and she is now to the point that she believes she needs something done. The physician reports that he is contemplating incising the tape in the midline and leaving the severed tape in place. At the time of the report, the patient had not yet been placed on steroids or other pain management therapies. No other information was provided.

Manufacturer narrative:
The complaint device was not returned for investigation. A root cause investigation could not be conducted since the product was not returned. A DHR review could not be conducted because the lot number is unknown.